Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 3max reperfusion catheter (3maxc). During the procedure, after completion of a pass using the 3maxc, the physician removed the catheter for cleaning. Upon removal and connecting a 3 ml syringe to the catheter, it was noticed that the distal tip of the 3maxc had fractured/stretched. Additionally, the physician had issues loading the guide wire over the 3maxc. Therefore, the procedure was completed using other catheters. There was no report of an adverse effect to the patient.